Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer could not clear the alarm but when she did the numbers scrolled uncontrollably. Customer's blood glucose level was 87 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error alarm followed by unresponsive buttons due to corroded keypad traces. The insulin pump was received with cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.